Event description:
It was reported that the pump's motor had stalled twice. The first stall occurred on (B)(6) 2013 at 16:42 and recovered at 16:57. The second stall occurred on (B)(6) 2013 at 22:54 and recovered at 23:20. The patient was noted to not have had any MRI's but was reported to have been snowmobiling. The patient was noted to have been in for a refill on (B)(6) 2013 and did not have any symptoms of withdrawal. The patient was later admitted to the hospital and the physician "started their withdrawal protocol" of cyproheptadine, oral baclofen, and valium. A replacement surgery was planned for (B)(6) 2013, and the manufacturer's device registry indicated the patient's pump was replaced on (B)(6) 2013. The medication used within the system was lioresal. No patient symptoms were reported as of the date of this report, but the patient's outcome not known after the replacement surgery. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received indicated the patient was doing "well."

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. The initial print out showed two stall and stall recoveries occurring (B)(4) 2013 (15 minutes), and (B)(4) 2013 (approximately 26 minutes). Additional trouble shooting was performed where pump was programmed to a therapeutic rate and left to run in a body temp oven for 1 month. No additional stalls occurred during this time. Pump passed all non-destructive testing including flow testing. Final destructive analysis was performed and pump components were thoroughly inspected showing no additional significant anomalies to be determined as the root cause for the field stalls and recoveries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.